Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited low pacing impedance and oversensing of noise leading to pacing inhibition. It was also noted that the patient experienced a syncopal episode, but it is unknown if this was related to the right ventricular lead. No device intervention was performed. The patient was stable.